Manufacturer narrative:
. Intuitive surgical, inc. (Isi) has received a green sureform stapler 60 reload (part # 48360g-08; lot #l12190319) involved with this complaint. Failure analysis investigations did not replicate nor confirm the customer reported complaint of an "incomplete staple line.¿ the stapler reload was placed on an in-house stapler instrument and fired on an in-house system. The fire test passed and a complete cut line was made. No issues were found. Isi also received eight blue sureform stapler 60 reloads (part #48360b-08; lot #l10190121) from the customer. One blue stapler reload was returned unopened and sealed in its original packaging. The accessory was placed on an in-house stapler instrument and fired on an in-house system. The fire test passed and a complete clean cut line was made. No issues were found. Another blue stapler reload was also returned unopened and sealed in its original packaging. The blue stapler reload was placed on an in-house stapler instrument and fired on an in-house system. The stapler reload was fired on a test foam and did not produce a clean cut. A portion of the cut line produced was jagged and not in a straight line. The stapler reload was opened further and the blade was inspected. An inspection of the blade found no damage. No other issues were found. As of the date of this report, the evaluation of the remaining six blue sureform stapler 60 reloads has not been completed. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a vinci-assisted esophagectomy procedure, the patient underwent another unspecified surgical procedure two weeks later to address a staple line leak that was identified post-operatively. However, at this time, the root cause of the customer reported issue and post-operative complication is still unknown.

Manufacturer narrative:
The site has not returned the endowrist sureform stapler 60 instrument for evaluation. The site returned eleven unused, green sureform stapler 60 reloads (part number 48360g-08; lot number l12190319), not one as reported on the follow-up #1 MDR. Regarding the green sureform stapler 60 reloads: failure analysis investigation did not replicate nor confirm the customer reported complaint of an "incomplete staple line.¿ the stapler reloads were placed on an in-house stapler instrument and fired on an in-house system. For all green stapler reloads, the fire test passed and a complete cut line was made. No issues were found. The site also returned eight unused, blue sureform stapler 60 reloads (part number 48360b-08; lot number l10190121). As noted on the follow-up #1 MDR, the evaluation of two blue sureform stapler 60 reloads was provided. However, the evaluation of the remaining six blue stapler reloads were in progress at the time the follow-up #1 MDR was submitted. Regarding the six remaining blue sureform stapler 60 reloads: for three of the blue stapler reloads, failure analysis investigation did not replicate nor confirm the customer reported complaint of an "incomplete staple line.¿ the stapler reloads were placed on an in-house stapler instrument and fired on an in-house system. The fire tests passed and complete cut lines were made. No issues were found. For the other three blue stapler reloads, failure analysis investigation also did not replicate nor confirm the customer reported complaint of an "incomplete staple line.¿ each stapler reload was installed on an in-house stapler instrument and fired on test media (foam test sheet). Each firing was completed, and all staples formed on the test sheet, however, the cut line appeared to be jagged and not smooth. Firing results in-house indicated all staples formed properly on a test sheet, which does not replicate the reported complaint. Regarding the cut line, the knife edge was inspected and did not exhibit any damage. The cut lines may have become jagged due to foam moving up/down within the instrument jaws during staple formation. Firing behavior on test media is slightly different than firing on tissue, in that density of test media may be less than tissue, resulting in wave-like motion of the test media during firing. The stapler reload components do not exhibit any defects that would indicate the cause of an incomplete staple line is related to the reload.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode and the patient¿s post-operative complication cannot be determined. The sureform stapler 60 reloads used during the surgical procedure were discarded by the site. Therefore, the root causes of the customer reported failure mode and the patient's post-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. As of the date of this report, the site's system logs are not available for review. This complaint is being reported due to the following conclusion: after undergoing a vinci-assisted esophagectomy procedure, the patient underwent another unspecified surgical procedure two weeks later to address a staple line leak that was identified post-operatively. However, at this time, the root cause of the customer reported issue and post-operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted esophagectomy procedure, ¿insufficient stapling¿ of approximately 2cm in length was identified and a staple line leak was noted. The staple line leak was allegedly located in the area where a blue sureform stapler 60 reload was used. As a result of the staple line leak, the patient underwent an unspecified surgical procedure two weeks post-operatively. The patient was also noted to be in a poor state of health. On 07/19/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from an isi clinical sales associate (csa): the surgical procedure was not recorded on video. The sureform stapler 60 reloads (green and blue) used during the surgical procedure were disposed and are not available for isi for evaluation. The surgeon could not confirm what stapler reload color was associated with the staple line leak. However, the surgeon assumed that the staple line leak involved a blue sureform stapler 60 reload. He also did not know what specific stapler firing was associated with the alleged staple line leak. The site indicated that the firing process of the stapler 60 instrument stopped when the second or third stapler reload was fired. A hand-held laparoscopic stapler instrument was reportedly used on abdominal tissue. The csa could not confirm if the hand-held laparoscopic stapler instrument was used during the thoracic portion of the surgical procedure. No obstructions were encountered such as clips, staples, or other hard material during attempts to fire the sureform stapler 60 reloads. No associated system errors were generated during the stapler reload firings. There were no reports of any malformed staples. To the csa¿s knowledge, the target tissue, which was stomach tissue, was not exposed to any radiation or chemotherapy prior to the procedure. The staple line leak was observed post-operatively. The patient underwent a second surgical procedure on an unspecified date to fix the leakage. The patient was reportedly still in the ICU. No further clinical information was provided.